Event description:
An endurant iis bifurcate stent grafts system was implanted in the endovascular treatment of a 80mm+ symptomatic aaa. The procedure was completed without any complications. A type IV endoleak was noted on the completion angiogram. It was reported the following day, the patients hemoglobin decreased unexpectantly and a cta of the chest / abdomen / pelvis was completed. The cta showed a large endoleak.  The patient was brought to or later that day for an angiogram +/- intervention. An angiogram was completed showing a small endoleak (possible type 1a). The physician  placed 10 endoanchors within the proximal seal zone and repeated an angiogram. The angiogram showed the endoleak was unchanged. 10 more endoanchors  were placed within the seal zone and the leak was some what decreased. The physician then decided to extend the right iliac limb to the level of the right hypogastric artery due to the possibility of the a type 1b endoleak. Post procedure, the case was discussed and in conclusion it was thought the patient has a small type ia endoleak and a large type IV endoleak.  Per the physician the cause of the event is unknown.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed the type IV endoleak was present in the bifurcate stent graft only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.